Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an approx. 60mm mm abdominal aortic aneurysm. Endoleak type 1a was observed on a follow-up visit on an unknown date (approx. 10 years later). A cuff was placed to resolve the issue. It was reported during the intervention the device caught on the supra renal stents making the stent graft push up while the physician was trying to retrieve the device. It was reported the delivery system was very difficult to retrieve or advance as per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.